Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a shocking/jolting sensation when stimulation was turned on, and in addition, noticed that movement caused stimulation changes. Three days prior to this, the pt experienced pain and soreness, and noted swelling in the lower back area. It was also stated that it felt like the device was turning on and off. Add'l info was requested.